Event description:
The customer reported that they had an episode where ECG pads waveform was lost, due to interference during an ep lab procedure. No adverse pt impact was reported.

Manufacturer narrative:
The factory has not yet received the device for eval and this complaint remains under investigation. A follow up report will be submitted upon completion of the investigation.